Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. No additional information addressing bg levels was provided by the customer. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage.